Event description:
Medtronic received information regarding a navigation device being used during a cranial resection procedure. It was reported that the surgeon was unable to complete minimum trace. The surgeon imported an additional scan that was not to protocol and merged the series. The surgeon was able to pass minimum trace and added a couple touch points. However, the system displayed an error 64. The surgeon wanted to use another system for the remainder of the case. There was less than an hour delay in surgery. There was no impact on patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, software version: 2.0. H3, h6: the system was serviced in the field and no failure was found. B01, c19, and d14 are applicable. H3, h6: software data was received for analysis. Software underwent analysis for two separate issues, ¿trualgorithmservice¿ and not passing minimum trace issue. Software analysis for ¿trualgorithmservice¿: the reported behavior was not able to reproduce in-house. The logs captured a corefile and segfault in "trualgorithmservice" on the date of the issue reported. The program terminated with signal sigsegv, segmentation fault in the "libtrualgorithm.so" library during the function call "tru::shortimage::getimagesize()". B01, c10, and d02 are applicable. Software analysis for not passing minimum trace issue: the logs captured multiple trace registration attempts on the date of the issue reported, most of them are failed as the error metric is greater than 5mm. The archives have 2 mr exams, the site did multiple trace registrations, the site collected only minimum trace points and most of them are failed as the error metric is greater than 5mm. All the trace points collected are beneath the skin, hence suggesting to use lighter touch while collecting the trace points and add couple of touch points for better accuracy metrics. However, there is insufficient information to determine whether a software anomaly contributed to the reported behavior. B01, c19, and d15 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.